Event description:
It was reported that the pump touch screen was timing off sooner than expected. Customer¿s blood glucose level was 429 mg/dl. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.